Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not detecting that it was closed. A field service engineer (fse) replaced the inseparable for main drawer 4, 5, 6 and verified functionality through hardware test application. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not detecting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.